Event description:
I had prk surgery about 3 months ago at the (B)(6). Approx a week after surgery, I developed a severe pain in my right eye. I felt like I had sand or something sharp in my eye, I could not open it or move it. I quickly called the emergency number they provided me with, but never got an answer, I called at least 25 to 30 times without getting any result. I had no choice but to go to the nearest hosp. Long story short I never got no one from (B)(6) back at me. Today, nov 4, 3 months since that happened, I am having to deal with severe dry eye, my eyelids stuck to my eyeball every time I wake up in the am, is extremely painful and is costing me days out of work. Today, once more I called the (B)(6) and they could not do nothing for me, the lady on the phone told me that's an emergency info number, and that all she could do was to advice me to call later and try to set up an appointment with a doctor. I think it is wrong, I feel like they just care about your money and that once they get it, you are on your own. I hope nothing bad happens to my eyes, because all the money in this would could not give me back the blessing of being able to see.